Event description:
It was reported the patient developed an infection. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient developed an infection. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID competitor 1888tc, implantable pacing lead implanted: 2011-(B)(6); product competitor pm3210 bi-ventricular (bi-v) implanted: 2011-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.